Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 497 mg/dl at the time of the call. The customer ate cookies to treat the low. The customer experienced symptoms such as a seizure, ketones, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump has a delivery anomaly. Customer also reported having highs the evening after they were treated for a low, and also at mid morning time. They treated for the highs with the pump, manual injections, and insulin pens. The insulin pump will be returned for analysis.